Event description:
The technician alleged that the brakes are not holding. No pt impact.

Manufacturer narrative:
The technician found a broken brake caster. The technician replaced the brake caster to resolve the issue.